Manufacturer narrative:
The cause for the repetitive false positive advia centaur xpt troponin ultra (tni-ultra) patient results compared to alternate troponin test methods is unknown. Siemens is investigating the incident. Advia centaur xpt troponin second reagent lot number (110) information: reagent lot number: 110, date of expiration: 11/08/2016, date of manufacture: 01/08/2016. (B)(4).

Event description:
A false positive advia centaur xpt troponin ultra (tni-ultra) patient result was observed by the customer, and the result was questioned by the physician. The patient sample was retested on second advia centaur system (xp) and the troponin result was positive. The sample was centrifuged a second time, and repeat testing performed on a third advia centaur system (xpt1) with reagent lot (112), and another reagent lot (110) and the results were positive. A second patient sample was tested, and the advia centaur xpt troponin ultra (tni-ultra) results were positive. Troponin testing was performed on an alternate test method, and the result was negative. A corrected report was issued. The customer reported a second patient with an elevated advia centaur xpt troponin ultra (tni-ultra) result. Repeat testing was performed on two alternate troponin test methods. The result was positive for one of the alternate test methods, and negative for the other. The patient sample diluted and retested on the advia centaur xpt system, however an error message was obtained. The sample was treated with a heterophilic blocking tube (hbt), and the advia centaur xpt troponin ultra (tni-ultra) patient result was positive. There is no known report of patient treatment being prescribed or altered. There is no report of adverse health consequences due to the discordant advia centaur xpt troponin ultra (tni-ultra) patient results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00200 on (B)(6) 2016 for false positive advia centaur xpt troponin ultra (tni-ultra) results on two patient samples. 12/07/2016 - additional information: the returned patient samples were tested by siemens. The samples were tested neat (undiluted), treated with heterophilic blocking tubes (hbt), and diluted 1:2, 1:5 and 1:10. The results observed on sid , (B)(6) ) for hbt are consistent with heterophilic interference. The results observed on sid (male, (B)(6) ) are consistent with a non-specific interfering substance. Serial dilutions on both samples demonstrated a nonlinear response which is indicative of an interfering substance causing the elevated result. An interferent may not necessarily be due to an interfering antibody but may be due to other exogenous interferences such as drugs, nutritional supplements and/or herbal medicine in the blood. The instruction for use (IFU) under the limitation section states the following: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis." Advia centaur xpt tni-ultra results: sid: female, (B)(6): sample neat (mean) hbt (mean) 1:2 dilution (mean) 1:5 dilution (mean) 1:10 dilution (mean) #1 1.707 0.127 1.468 1.165 1.275 #2 1.712 0.118 1.614 1.148 1.140 #3 1.734 0.056 1.573 1.088 1.255 sid: male, (B)(6): sample neat (mean) hbt (mean) 1:2 dilution (mean) 1:5 dilution (mean) 1:10 dilution (mean) #4 0.457 0.433 0.424 0.340 0.330 #5 0.439 0.425 0.416 0.318 0.310 the instrument is performing within specifications. No further investigation is required.